Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effects of cerebrovascular accident, atrial fibrillation, mitral regurgitation (mr), and unexpected tissue damage are due to procedural circumstance/ operational context. Additionally, unexpected medical intervention and surgical intervention are a result of case specific circumstances as documented within the research article. The reported patient effects of cerebrovascular accident, atrial fibrillation, mr, and unexpected tissue damage as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. D4: part number changed from unk cds06 to cds0602-xtr.

Manufacturer narrative:
Dates estimated. The UDI number is not known as the part and lot number were not provided. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature article title: percutaneous edge-to-edge repair of severe mitral regurgitation using the mitraclip xtr versus ntr system.

Event description:
This event was captured based on a literature review reporting atrial fibrillation, stroke, recurrent mitral regurgitation, tissue damage, medical intervention (additional device) and surgery (mitral valve replacement). It was reported through a research article identifying a mitraclip study between the xtr clip and ntr clip. The mitraclip may be related to atrial fibrillation, stroke, recurrent mitral regurgitation, tissue damage requiring medical intervention (additional device) and mitral valve replacement. Details are listed in the attached article attached, percutaneous edge-to-edge repair of severe mitral regurgitation using the mitraclip xtr versus ntr system. No additional information was provided.